Event description:
Customer reported that her reservoir leaked insulin from the bottom of reservoir past both of the o-ring while manually pushing the insulin. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No occlusion or leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.